Event description:
Patient reported that while she was at the doctor, the nurse reviewed the bolus history of the patient's device and the history showed the delivery of two boluses that the patient did not program. No errors were generated by device. Patient did experience low blood glucose (34 mg/dl), but no treatment was received. Patient stated that she previously had three "hi" results on her glucose meter (no treatment was specified). Patient did not allege that there was a relationship between the alleged unintended bolus deliveries and her blood glucose issues.